Event description:
No alarms (audible) in any room. This came to light when a fetal heart rate dropped below 80 for a sustained amount of time. The mother had a partial abruption and external bleeding. Performed an emergency c-section.